Event description:
It was reported that before use and during preparation a 3.00x15 mm traveler rx balloon dilatation catheter (bdc) was removed from the dispenser coil when strong resistance was met and the proximal shaft separated around the middle of the balloon catheter. The device was not used and there was no patient involvement. A new nc traveler was used to continue the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc traveler device is currently not commercially available in the us.; however, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported resistance with the dispenser coil was not tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.